Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Customer was treated with insulin and saline, and was released from the hospital the same day. Customer's pump settings were adjusted to correct the reported issue.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.